Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 500 mg/dl. The customer reported she also may have had an e. Coli infection. She also stated that her blood glucose did not become stable again after leaving the hospital five days after she was admitted. Troubleshooting was performed. Insulin exited the tubing during a manual prime and no leaks or air bubbles were found. Customer was advised to change the entire infusion set, reservoir, and insulin and treat per healthcare provider's instructions. Upon removing the infusion set from her body, the cannula was neither bent nor occluded. At the time of reporting this, the customer's blood glucose was unspecified but stated to be high and she experienced symptoms of dry mouth, nausea, and a lack of appetite. Her back up plan was syringes. Nothing further reported.